Event description:
It was reported that upon interrogation the pulse generator exhibited a diagnostics anomaly. After the diagnostics were cleared, the device could be interrogated normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.